Manufacturer narrative:
As of 11/20/2019 returned product and retained samples were submitted to the lab for testing with no defects noted. In addition, aso reviewed records of biocompatibility tests.

Event description:
On the initial report on (B)(6) 2019 consumer reported the bandages caused chemical burn on her daughter's forehead. On (B)(6) 2019 consumer stated on returned cir that she sought medical attention for her daughter and was prescribed some meds.